Event description:
The customer reported that a patient underwent orchidopexy. The following day the patient presented with a partial thickness burn to the anterior right thigh. The patient attended the burn clinic at (B)(6) for follow up. The patient underwent debridement and skin grafting at alder hey.

Manufacturer narrative:
(B)(4). The customer does not known which of the 5 forcetriads was the one involved in this instance. The international covidien technical service tested all 5 forcetriads at the facility. All the units were found to function correctly. All units were returned to use.